Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lower anterior resection, the physician was able to fully fire the device, however, after opening after the firing there was a big hole at the proximal and distal end. The middle of the transection appeared to be stapled but he said you could not see any staples. The team leader who rinsed and took ownership of the reload stated that the staples at the distal tip were formed incomplete. The patient ended up needing a colostomy.. There was tissue damage and the surgical time did extend by more than 30 minutes. The patient did not need to stay longer in the hospital and patient is currently doing well.